Event description:
It has been reported to co that during the procedure the pacing leads became detached from connectors and the patient was in ventricular standstill. The patient is reported to be in stable condition and the device is not being returned for co's analysis.